Event description:
It was reported that the related pulse generator was beeping due to this right ventricular (rv) lead exhibiting high, out of range shock impedances. The patient has been scheduled for a clinic follow-up to increase the range. It was also noted that the shock impedance seemed variable (between 85-125 ohms). Boston scientific technical services (ts) were consulted, and a ts representative reviewed latitude (remote monitoring system), confirming the reported clinical observations. The shock impedance trend has been moving in the range of 80-125 ohms over the last year. Other lead diagnostics are stable and within normal range, with no suspicious noise on the shock channel in stored events since the last reset. Based on the current information, the shock impedance is more likely a variation of single coil lead and impedance measurement test method of the system. In this case, the out-of-range impedance beep is programmed, and the beep should have started. The ts representative recommended to consider having an in-clinic programmer follow-up to stop the beeping and increase the shock impedance range to 150 ohms. Additionally, a detailed lead evaluation is recommended to ensure the integrity of the lead. This device remains implanted and in service. No adverse patient effects were reported.